Event description:
It was reported that stent damage occurred. The 75% in-stent restenosed target lesion was located in the mildly tortuous middle right coronary artery (rca). Following pre-dilatation, a 3.50 x 32mm synergy xd drug-eluting stent was advanced without resistance being encountered and was deployed. Damage was then noted under angio/intravascular ultrasound . The stent had not been post dilated. Another synergy stent was deployed to cover the damaged portion of the stent. There were no patient complications nor injuries reported.